Manufacturer narrative:
Insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and no delivery tests. Unit was received with normal operating currents and no unexpected off no power or low battery alarm noted. Unit had cracked battery tube threads.

Event description:
The customer reported via phone call that she was hospitalized on (B)(6) 2016 due to a low blood glucose level of 36 mg/dl. Customer's current blood glucose level was 151 mg/dl. She was not using the insulin pump at the time of call but pens. She started to feel dizzy and called the paramedics. They noticed there was no insulin left in the reservoir. She was on an IV and was given some kind of solution that had sugar. The insulin pump was an hour off. Her doctor told her not to use the insulin pump. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the delivery accuracy test.